Event description:
Resp. Therapist noticed the patients volumes decreasing. Bagged patient and then vent failed to deliver breath. Vent was brought to biomed. There was a flow sensor and patient type mismatch. Attempted flow sensor calibration. Error 27. Emptying tank message occurred. Fab test 5. P1 tank shows 2621 mbar after cal zero is preformed. Nebulizer solanoid was opened in ft 1 to manually purge pressure. No great amount of pressure was detected.